Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg since undergoing surgical intervention and not setting the ipg in surgery mode during the procedure. Reportedly, monopolar electrocautery was used during the procedure. A company representative met with the patient and troubleshooting was able to establish connection with the ipg after resetting the wireless communication chip. In addition, the clinician programmer was able to recover the ipg and the stimulation was turned back on.